Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19nov2020.

Event description:
The customer reported that the unit failed with alarm led failure. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
G4:18nov2020 b4:(B)(6) 2020 the service engineer replaced the power switch overlay to address the reported issue. The fan filter and air inlet filter were also replaced as part of the preventive maintenance. The unit passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.